Event description:
A customer contacted baxter's technical service center regarding feeling overfilled after therapy ended. The nurse was calling on behalf of the home patient. The nurse reviewed the therapy info and found: initial drain volume =1559ml, total ultrafiltration (uf)=-951ml, programmed last fill volume=2500ml, dextrose=same, bypasses=2, actual last fill volume=2496ml, fill volume=3000ml, cycles=4. Home pt has complained to the nurse of low drain volume alarms. The technical service rep (tsr) suggested that the nurse use manual supplies to assist the home pt to drain. Otherwise, tsr advised the nurse to have the home pt set up the homechoice with new supplies to manually drain through the homechoice. The nurse did not know how the home pt could have been overfilled. Tsr suggested that the home pt is having draining issues and home pt is bypassing before drain reaches minimum drain percentage, or bypassing before initial drain alarm setting is reached. No further info could be obtained despite multiple attempts by baxter. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B) (4).